Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer attempted to press the number "7" on the number pad, the pump touch screen was delayed in responding to presses. The customer stated blood glucose level was not impacted. During troubleshooting with tandem technical support, the customer stated the number "7" was successfully responded to the first touch.